Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since their implantable neurostimulator (ins) was turned on the day prior to the report, they have experienced more weakness and numbness in their feet and legs. The patient noted that they have always had some weakness, but since the therapy was turned on, it has been worse. The patient was to follow up with their healthcare provider. No further complications were reported. The patient was implanted for spinal pain. Additional information received from the healthcare provider indicated that they will be discussing actions and interventions with the patient regarding their increased weakness and numbness at their follow-up. No further complications were reported. Additional information was received on 2017-06-15 from the consumer reporting that the manufacturer representative did some reprogramming for the issue but the patient was still having weakness in legs, pain, and ¿tingling (nerve pain),¿ in mostly their left leg. It was reported that the implanted device was loose and moving around in their hip. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2019. It was reported that the first device moved after about 2 months and could not charge. The first device was replaced with the second to address the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that nothing had been done to resolve the ins being loose and moving around in their hip. They noted that the trial stimulator worked great but they were very disappointed with the implant. The charger was replaced and was working but they could not keep the implant charged. They were spending all day and evening trying to get it charged and either they have no bars or at most 2 bars. They were wondering about device removal. The patient¿s weight was (B)(6). No additional complications were reported.